Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified vein. A 3.5-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during the first inflation at 2 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis and investigation was completed on 31jan2024. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 4mm in length and extended from a position 3mm proximal of the distal markerband to 1mm distal of the distal markerband. The rated burst pressure for this balloon is 15 atmospheres as per symmetry specification. A visual and tactile examination identified no damage or issues with the shaft of the device. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified vein. A 3.5-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during the first inflation at 2 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition after the procedure.